Manufacturer narrative:
Continuation of medical devices: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type screening device. Product ID 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 21-jul-2022, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 21-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with trial neurostimulator. It was reported the patient had a spinal cord stimulation trial the morning of the report. The trial went smoothly, and the patient was brought to recovery. The representative met the patient in recovery and began programming. The patient then began to complain of severe leg pain in both legs, worse on the right. The representative turned the stimulator off and did not continue to program. The patient still said the pain was present and visibly looked in pain and began moving around on the stretcher and grabbing at her legs. The healthcare provider was informed of what was going on. The healthcare provider came out to recovery to see the patient and talk with her. He then turned her on her side and pulled the leads out and sent her for a stat MRI given her extreme pain. The leads were discarded. The MRI revealed that the patient had an epidural hematoma. The patient was brought to surgery to get it evacuated. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient was doing well and recovered without any deficits. No further complications reported.